Manufacturer narrative:
The synergy xd mr ous 2.50 x 38mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts from the distal end of the stent were lifted from their crimped position and damaged. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube identified no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.

Event description:
Reportable based on device analysis completed on 29sep2021. It was reported that crossing difficulty was encountered. The 95% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. Following pre-dilation with a 2.00 x 15mm non-boston scientific balloon catheter, a 2.50 x 38mm synergy xd drug-eluting stent was advanced for treatment but failed to cross the lesion due to the resistance. The procedure was completed with a different device. There were no patient complications. However, returned device analysis revealed stent damage.